Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a buretrol IV solution administration set contained air bubbles (approximately 0.1 to 0.3 cm in size) in its tubing. This was noticed during patient infusion of amikacin using a baxter pump set at 120 ml/hour. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, a retention sample was evaluated. Visual inspection did not detect any issues. The sample was gravity tested and liquid ran correctly through the tubing, no air bubbles or backflow were detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.